Manufacturer narrative:
The field service engineer replaced a reagent probe and the vacuum tank. After service, the customer has not reported any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed a hardware check with poor results. The field service engineer replaced various parts and performed adjustments and cleaning. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on a cobas 6000 c (501) module. The customer confirmed k calibration and qc were ok. Also, other samples before and after the event were ok. The patient's initial k result was reported outside the laboratory. The patient's physician asked for a measurement of the sample due to the result not matching the patient's clinical picture. The customer performed repeat testing with the sample for confirmation. The patient's initial k result was 2.6 mmol/l, and the patient's repeat result was 5.6 mmol/l. The k electrode lot number and expiration date were requested but not provided.